Event description:
It was reported that the patient had an infection at the site of the implanted insertable cardiac monitor (icm) device following an implant procedure. The physician chose to explant this device. Subsequently, the physician implanted another icm device to continue monitoring. The device has not been returned to boston scientific at this time. No additional adverse patient effects were reported. Device has since been returned and analysis performed.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device identified no anomalies. Testing was completed to assess sensing and device functionality. This device operated appropriately throughout all testing. Infection is a known inherent risk of the use of this product.

Event description:
It was reported that the patient had an infection at the site of the implanted insertable cardiac monitor (icm) device following an implant procedure. The physician chose to explant this device. Subsequently, the physician implanted another icm device to continue monitoring. The device has not been returned to boston scientific at this time. No additional adverse patient effects were reported.